Event description:
MRI staff reported that inpatient was situated on table w/6 liters oxygen. Patient was calm and talking. A 20sec scout was completed and followed by a 3min 11sec scan. Fan was on low. MRI tech noticed that patient seemed agitated. She immediately stopped scan, went into room and saw a small amount of circling smoke inside scanner bore. Pulled patient out, ripped off blanket and gown. When gown was pulled, a small object fell out. It appeared to be a watch or hearing aid battery. The gown and blanket were scorched around the neck area. The patient had a burn/red area of skin (quarter size)at the sternal notch area.